Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was tilted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was tilted. It was also noted that the patient had thrombotic thrombocytopenic purpura (ttp) at the lead and ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated per physician's preference. Patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was tilted. It was also noted that the patient had thrombotic thrombocytopenic purpura (ttp) at the lead and ipg site. The patient will undergo an ipg replacement procedure.